Event description:
Pulmonetic systems, inc. Rec'd a call from a rep in 2002. The rep reported the following problem: therapist found vent inoperative. No audible alarm sounded. No alarm at nurses station.